Event description:
Physician was doing a left antigrade puncture for a tibial intervention, and the check-flo valve separated from the sheath. The sheath was in the pt's body and was eventually retrieved.

Manufacturer narrative:
Eval: customer returned one introducer set in an opened and used condition. Investigation confirmed that the hub has pulled off of the sheath material. We are aware that this may occur and corrective action has been filed in an effort to prevent this in the future.